Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix issues and dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two pieces with the helix extended. As such, a helix mechanism test was unable to be completed. X-ray of the lead did not identify any anomalies. Analysis did not identify any lead characteristics that would have contributed to dislodgement.